Event description:
It was reported that a sensor pairing failure occurred with an ilet system using fsl3+, and subsequent troubleshooting determined the sensor was faulty; after replacing the sensor, glucose readings were acceptable, indicating the issue was isolated to the sensor component. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no functional impairment to the user¿s activities and no need for medical intervention or hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed that sensor replacement resolved the issue and the pump functioned as intended. It was concluded that the event was attributable to a defective sensor with no ilet pump malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.